Event description:
It was reported that the patient presented to the emergency room due to migration of the loop recorder. The cause of the migration was unknown. The loop recorder was explanted and replaced, and the patient remained in stable condition throughout the procedure.